Event description:
It was reported that the caller experienced an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level, as the levels remained within a normal range. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, instructing a follow-up should the discrepancy recur, which the caller understood and acknowledged.